Event description:
It was reported, the targeter missed the screw on the posterior to anterior screw through the calcaneus. The surgeon checked targeting with another nail and it missed again. (Prior testing was done and the targeter worked fine; may have been damaged during sterilization or the case).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00215, 00216. This event occurred in (B) (6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Review of package insert. The product was not returned and no images were provided. No details were provided regarding the fracture event. From the current package insert for this product, "fatigue fracture of the prosthetic component can occur as a result of trauma, strenuous activity, improper alignment, incomplete implant seating, duration of service, loss of fixation, non-union, or excessive weight". The DHR was reviewed and the product met specification when manufactured. There have been no other complaints against this lot.

Event description:
Allegedly revised due to broken neck.